Event description:
The customer reported abo discrepancies on patient samples. Samples reported as ab positive resulted as either a positive or b positive on the echo.

Manufacturer narrative:
A service call was made. The wash station was cleaned and the probe was replaced. However, the probe caused splashing from the cup. A second visit was made, and the wash station was replaced. The pumps were replaced. After all these operations, the probe no longer caused splashing out of the cup.